Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scuff marks on the display screen that making it hard to read battery meter and buttons were sticking and they had to do double slower tap to react the buttons. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the battery life was diminished. The insulin pump will not be returned for analysis.